Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 40mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.